Manufacturer narrative:
Combination product: yes. 28-may-2024 additional information: an orsiro 3.5/22 was successful implanted at lm to proximal lad. Then an attempt was made to use the complaint device, it was introduced into the patients body and advanced towards the target lesion but they could not inflate and it failed. The complaint device was withdrawn and exchanged with an orsiro 2.75/40 which could be successfully implanted at the mid to distal lad. The overlapping part of the stents was post-dilated. The procedure was successful with no complication. The patient was discharged home. After additional correspondence with the local staff, it was clarified that the affected device could not cross the lesion which made it impossible to inflate, i.e. The stent was not released or opened. In addition, it was confirmed that the stent separated from the delivery system during the preparation for the return shipment and is thus not complaint-related. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The delivery system and the stent were returned separately. However, the local staff clarified that the stent separated from the delivery system during the preparation for the return shipment and is thus not complaint related. The balloon of the affected device is well folded and shows no signs of inflation. The proximal balloon shoulder is slightly crushed. Stent imprints on the exposed balloon surface indicate that the stent was initially on the balloon. The returned stent is severely deformed over its entire length, i.e. Basically all struts are strongly bent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, when treating multiple lesions the distal lesion should be initially stented, followed by stenting of the proximal lesion.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report provided was reviewed. The delivery system and the stent were returned separately. However, the local staff clarified that the stent separated from the delivery system during the preparation for the return shipment and is thus not complaint related. The balloon of the affected device is well folded and shows no signs of inflation. The proximal balloon shoulder is slightly crushed. Stent imprints on the exposed balloon surface indicate that the stent was initially on the balloon. The returned stent is severely deformed over its entire length, i.e. Basically all struts are strongly bent. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, when treating multiple lesions the distal lesion should be initially stented, followed by stenting of the proximal lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 90 percent) in the moderately tortuous mid to distal lad. The lesion could not be crossed with the device and therefore, it could not be inflated. Another stent was used.